Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was not stable. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the hand piece was making an usual noise. This was identified prior to any surgery taking place and as such no patient was involved. The event date is (B)(6) 2021. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.